Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a leak at the level of the anticoagulant line. The label on the sample site syringe showed a type of drug that is known to contain epoprostenol. Epoprostenol is not compatible with the polyethylene terephthalate glycol components of the prismaflex set. Per the set instructions for use, the drug should not be injected into the anticoagulation line as component damage can occur which may result in a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the event was determined to be related to user error. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backed up into the syringe line of a prismaflex hf1000 set and leaked during continuous renal replacement therapy. The volume of blood loss was not known. There was not report of medical intervention associated with this event. No additional information is available.